Event description:
Six years following intraocular lens (iol) implant surgery, a consumer's partner reported that the consumer's vision was bad just after the implantation and worsened over time. The fellow eye was implanted on 2007 with the same model iol and the consumer is having no problems with that eye. The reporter did not provide any surgeon contact info; therefore, follow up was not able to be conducted.

Manufacturer narrative:
Product eval: the product was not returned for analysis. Results from the product history review indicated the product met release criteria. Root cause: the root cause could not be identified by the investigation. Action taken: investigation has been completed based on current info. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings the residual risk remains unchanged and at an acceptable level. There have been no other complaints reported in the lot number. The reporter did not provide any surgeon contact info; therefore, follow up was not able to be conducted. (B)(4).